Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: blue advancement tube was unable to advance radio opaque marker, after multiple attempts hemostats were used to move the marker on the suture and then the blue advancement tube was used to advance marker. Post angiogram showed good closure. Additional information on 14jul2022: blue lock advancement tube pulled down after manta was deployed. The radiopaque marker was stuck in the tube, and hemostats were used to pull the marker down. Additional information 11jul2022: during a tavr procedure, a single micro puncture access was obtained under ultrasound on the top of the femoral head of the right cfa. The right cfa vessel measured at 8.0mm and reported to have no calcification and mild iliac tortuosity. The manta depth was measured at 6.5cm. During the tavr procedure, there were no reported issues of advancing or withdrawing procedure sheaths. Prior manta deployment, bp was in the 130/67mmhg, and act was 230. Protamine was given intravenously post deployment. Time to hemostasis was immediate. Patient is reported as doing fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Ultrasound and micropuncture were utilized to gain a top of femoral head positioned access. Arteriotomy was 8.0mm, no calcification, minor tortuosity in the iliac, and a depth measurement of 6.5cm. No issues were encountered advancing or withdrawing the procedure sheaths. During deploying the device and sealing the puncture, the physician was not able to advance the blue lock advancement tube to advance the radiopaque lock. The radiopaque lock was stuck inside the delivery tube. After multiple attempts the physician chose to get hemostats, manually moving the radiopaque lock on the suture. The blue lock advancement tube was then able to advance the lock and deploy the manta device per protocols. Hemostasis was immediate and a post-angiogram indicated good closure. The cause of the radiopaque lock being stuck inside the delivery tube is possibly due to low proximal lock sliding force not allowing the blue lock advancement tube to deploy and advance the radiopaque lock. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms or device submitted for investigative purposes, the root cause remains undeterminable. There was no clinical harm beyond minor bleeding and inconvenience for the user. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery.